Manufacturer narrative:
(B)(4) it has been reported that the device will be returned for evaluation. Upon completion of the investigation, a supplemental MDR will be submitted. Refer to MDR 1226348-2018-10198 for information regarding the second device reported in this event.

Event description:
As reported by the sales rep, a certas plus valve w/ bactiseal was revised after attempting to adjust the valve and the patient still had enlarged ventricles afterwards.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI: (B)(4). It was previously reported that the device would be returned for evaluation. To date, the sample has not been received. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Review of manufacturing records showed that the device met specification prior to distribution. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10198 for information regarding the second device reported in this event.

Manufacturer narrative:
A valve and catheter were returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected; some biological debris was noted on the silicone in the needle chamber as well as needle holes in the needle chamber. The valve was tested for programming; no issues found. The valve was flushed; the valve passed the test, no occlusions. The valve was leak and passed. The catheter was irrigated; no occlusion was found. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed and the valve was the pressure tested; no issues found. A review of manufacturing records found no issues for the reported lot and product code combinations. Based on the results of the investigation, the reported issue could not be confirmed. The devices functioned as intended. Trends will be monitored for this and similar complaints. At present we consider this complaint to be closed.

Manufacturer narrative:
In the previously submitted reported, the date of device return should have been entered as 24 april 2018. This report has been updated with the correct information.